Event description:
It was reported that a merlin.net transmission for incorrect detection of non sustained lead noise due to sensing latency on the far-field channel was observed. Mismatch between the near field and the far field channel for afib with rvr resulted in non-sustained lead noise detection. The patient notifier will be turned off and patient will be monitored.